Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7141065.

Event description:
It was reported that the patient had a cerebrospinal fluid leak during lead placement. The physician was not confident on completing the procedure and opted to abort the case. The patient noted a moderate headache, however, felt better after. The used leads were kept by the medical facility.